Event description:
It was reported that the arctic sun device was failing calibration for an error 5 (inlet pressure out of range). A check of the inlet pressure showed even when open to atmosphere it was reading -1.5psi. Mss stated that this was indicative of a failed pressure transducer. The device would be sent to the depot for repairs. Per follow up information received on 23may2022, there was no patient involvement. Per sample evaluation result received on 08jun2022, it was stated that the arctic sun device had to be primed to fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 5 (inlet pressure out of range). A check of the inlet pressure showed even when open to atmosphere it was reading -1.5psi. Mss stated that this was indicative of a failed pressure transducer. The device would be sent to the depot for repairs. Per follow up information received on 23may2022, there was no patient involvement. Per sample evaluation result received on 08jun2022, it was stated that the arctic sun device had to be primed to fill.